Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer noted that the hospital was unsure if the cause was a virus or the pump. It was stated that the customer's bg levels were not consistent. Additionally, it was indicated that the md could not determine the cause of the event. It was verified that the programming and histories were accurate. Troubleshooting was done and pump passed the prime test. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.